Event description:
The user was not responding to any sound stimulus with the device. There is no history of accident or trauma or change in health. The user is re-implanted with a new device on (B)(6) 2019. A CT scan prior re-implantation showed that the bilateral cochlear nerve holes were narrow and the cochlea bottom was ossified.

Manufacturer narrative:
Damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of the device failure. Even though no such causal event, like an accident, is mentioned in the patient report. The investigation results appear to match the high gpi and decreased performance mentioned in the patient report. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was not responding to any sound stimulus with the device.